Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided part ID for the lithium-ion battery. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. If additional information becomes available at a later date, a supplemental report will be submitted. H11: patient/user involvement: it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. No further patient information could be obtained.

Manufacturer narrative:
Report date: 09aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device was not working on battery power. The device was not in clinical use at the time of the event. There was no report of patient or user harm.